Event description:
.

Manufacturer narrative:
(B)(4) issued MFR. Report # 1531186-2013-03885 indicting the brand name as a mechanical (manual) wheelchair instead of a mechanical chair/transport chair; common device name as 890.3850 instead of 890.3100.

Event description:
It was reported that a alb19hbfr manual wheelchair had a broken footrest.